Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 347 mg/dl following an occlusion alert. The user resumed insulin delivery and performed a tubing fill until drops were observed. Bg trended down by the next day. No symptoms were reported, and no medical intervention was required.